Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for pericardial effusion, cardiac tamponade and cardiogenic shock. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for severe functional mitral regurgitation. (Mr) two mitraclips were implanted, reducing the mr to moderate. There were no procedure complications and no device issues. Post-procedure, the patient developed cardiac tamponade and pericardial effusion. As treatment, a pericardial window was performed and a chest tube was placed. The patient went into cardiogenic shock and medications were provided. The event required prolonged hospitalization. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Correction: based on additional information received, changed from serious injury to death.

Event description:
Subsequent to the previously filed report, additional information was received: the patient expired at home on (B)(6) 2018. The patient was not taken to the hospital; therefore, there are no medical records of the event. No additional information was provided regarding this issue.

Event description:
Additional information received indicates the study physician assessed the death as unrelated to the mitraclip device.

Manufacturer narrative:
Internal file number - (B)(4). Correction: type of reportable event: this is a serious injury report. The study physician indicated that the death occurring 1 month post procedure was not related to the mitraclip device. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of cardiac tamponade, cardiogenic shock and pericardial effusion, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Subsequent to the previous medwatch report, the patient's race and another echocardiogram result was obtained from (B)(6) data. Internal file number (B)(4).